Event description:
Customer reported issues with his sensor. Customer then stated his blood glucose was 27 mg/dl. Customer stated it was low because he was a fitness instructor and just finished working out. Troubleshooting was performed for the sensor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.